Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (flashing display) issue. The reporter stated the display was flickering. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings: the complaint of the flashing display was not duplicated during testing. The display was found to be faded, discolored and difficult to read. A test display was inserted for evaluation and was fully functional with no visible signs of fading or discoloration. Unrelated to the complaint, the pump case was opened and evidence of moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.